Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A technician reported that during a flap creation procedure on a patient's right eye, an area was left uncut near the canal. Additional information has been requested.

Manufacturer narrative:
A review of the logfile for the day showed during start up, the vacuum check, the energy check and the ablation check were performed without issue. The image of the ablation check showed a valid and good test. According to treatment report, the suction time and the setting data the reported treatment must be the third treatment on that day. The logfile showed the energy was stable during the treatment. No relevant deviation between planned and performed energy was detectable for the treatment. The logfile showed all treatments were successfully finished on that day. A technical root cause could be excluded. The quality of the provided treatment report was not good enough. However, a review of treatment report showed an occurrence of vertical gas breakthrough (vgb) at canal . As a result, fluid/gas created by the laser disruption was vented through the opening of the canal, but was pushed under the applanated area (contact area of the patient interface (pi)). The used flap parameter showed a thin intended flap. The combination of thin flap and water/ lacrimation might have caused the flap to become thinner than intended. The root cause was a short canal in combination with thinner flap setting. The manufacturer internal reference number is: (B)(4).